Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the pump is alarming for no disposable, clamp tubing. Troubleshooting includes the pump was silenced and powered off, the clamp was closed, the cassette was removed and gently tapped and the line was massaged to disperse air bubbles in the line. After replacing the cassette, powering on the pump, the clamp was opened the pump was restarted and ran correctly. No patient injury was reported.